Event description:
The customer reported obtaining erratic patient results for sodium and potassium on their au480 clinical chemistry analyzer. Patient results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified multiple hardware parts malfunctioned. The fse replaced the sample syringe and buffer syringe to resolve the issue. Fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1: (B)(6). The beckman coulter internal identifier is (B)(4).